Event description:
This is filed to report the mitraclip detaching from the posterior leaflet requiring intervention. It was reported that a mitraclip procedure was performed on 27 october 2021 to treat degenerative mitral regurgitation (mr) grade 4. One ntw clip (10326r260) was implanted successfully, reducing mr to grade 2. On (B)(6) 2023, the patient returned with recurrent mr grade 4 and tricuspid regurgitation (tr) grade 4+. It was observed that the previously implanted ntw clip on the mitral valve had detached from the posterior leaflet (single leaflet device attachment (slda)). The patient underwent a procedure, and a triclip steerable guide catheter (tsgc) was inserted in the patient and three xtw triclips were implanted on the tricuspid valve. The tr still remained torrential at grade 4+. There were no more triclips available, so two mitraclips were then successfully implanted off-label on the tricuspid valve, reducing the tr to grade 3. There were no device issues with any of the clips and no patient effects. The tsgc was then advanced to the mitral valve and used off-label to implant a mitraclip to stabilize the slda. No additional information was provided. .

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device code 1494- indication for usena.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4 was due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.